Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact customer's blood glucose level. Reportedly, the customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause. No issues were observed with the cannula nor the cartridge.